Event description:
The patient passed away in 2006; the combination of events that were reported may have caused an electrocution. It was reported that the device was not functioning. The pacemaker was returned to the manufacturer, ela medical for a full analysis.